Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored egms, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during oversensing. The patient was asymptomatic. The device will be monitored.

Event description:
New information received on october 4, 2018 states that non-sustained rv oversensing episodes due to t-wave oversensing issue was observed again on (B)(6)2018. No further information available.